Event description:
It was reported that the device would not power up on ac power. There was no pt involved with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined that the root cause for the device not operating on ac power was an electrical short of two fet transistors, designators q1 and q2.